Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that while the roto-lok hunter (625165ll) was in use, the bowel graspers may have caused a bowel laceration. The length of laceration and need for medical intervention is unknown. No information on patient outcome or delay in surgery has been made available.

Manufacturer narrative:
Updated fields: d4 (lot#, UDI#). The roto-lok hunter (625165ll) was returned for evaluation. The device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Evaluation: visual and measurement inspection of the roto-lok found that the device was in used condition with no visible defect. The grasper functioned as intended and the teeth were within specifications and unable to puncture test material. The reported lot number did not match the returned product. Conclusion: the issue of sharp teeth/lacerations could not be duplicated. The returned roto-lok grasper was within specifications and could not cut test material. No manufacturing, workmanship or material deficiency has been identified. This issue may be the result of misuse or use of another instrument with sharpened teeth.

Event description:
N/a.